Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70cm 4x8 surgical lead model #: sc-4316 lot #: 20339947 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, lead and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the midline incision. It was unknown what caused the infection. The patient underwent an explant procedure. No further information could be obtained.